Event description:
Resident was witnessed to be sitting in ambi-walker, when being pushed in ambi-walker while resident was sitting - resident leaned forward, falling onto floor hitting head. Crossbar broke away and was laying on the floor. Resident suffered laceration requiring suture above left eyebrow along with bruising around both eyes.